Event description:
It was observed that during the device inspection, the fiberscope exhibited a foreign object in the insertion part of the soft tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial (h4), to provide information inadvertently left out, and to provide an update to field (h3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: - inspection method is described in the instruction manual lf-dp chapter 3 preparation and inspection. - prevention method is described in the instruction manual lf-dp chapter 7 cleaning, disinfection, and sterilization procedures. Information inadvertently left out: it was reported that the customer did clean, disinfect, and sterilize the device before sent it to olympus. No delay in the start of precleaning and the customer did wipe the insertion section. Olympus will continue to monitor field performance for this device.